Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 290mg/dl on customer's meter, 124mg/dl on professional meter, and 157mg/dl on the customer's meter. No quality controls were run. No adverse event reported. Customer no longer has strips; a replacement was sent.